Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 350-22-62, (B)(4) tibial insert fb sz 2 rt 12mm. 350-02-02, (B)(4) talar implant sz 2 rt. 350-10-03, (B)(4) ankle sz 3 locking clip.

Event description:
Approximately 2.5 years postop the initial right ankle implant, this (B)(6) y/o female patient experienced tibial loosening and was revised. Patient has a history of post traumatic arthritis, osteoporosis, and hypertension. Patient is doing well now. Removal of vantage implant. No other information available as revision was completed out of the clinical study. Device is not returning.